Event description:
It was reported that the customer's insulin pump was not responding to any battery and that the insulin pump stayed off. The customer's blood glucose was 134 mg/dl. Advised customer to replace the battery with a new battery and to check for corrosion on the battery cap. The customer confirmed that the battery cap was fine. The insulin pump still did not respond after inserting a new energizer battery. The customer removed the battery for two hours, but the insulin pump still did not work. Advised that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display was noted. The insulin pump was received with normal operating currents and no unexpected battery alarms were noted. The insulin pump had minor scratches on the display window, broken belt clip slot, cracked reservoir tube lip and a stained end cap sticker.